Manufacturer narrative:
Attempts to obtain additional information were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's left ventricular (lv) lead was fractured. Previously, it was reported by a field representative that the cardiac resynchronization therapy defibrillator (crt-d) emitted beeping tones. Upon device interrogation, it was found that this crt-d and right ventricular (rv) lead exhibited high out-of-range shock impedance measurements. It was determined that the rv lead had fractured. Subsequently, device therapy was turned off and the patient received a life vest. It was later noted that this lv lead was also fractured. This lv lead remains in service. No adverse patient effects were reported.